Event description:
Two endeavor sprint rx drug-eluting coronary stent delivery systems were used to treat a lesion which exhibited 95% stenosis and no calcification in a pt's mildly tortuous proximal lad (reference MFR report# 2953200-2010-00489). Pt was asymptomatic / free of symptoms at 30 day follow up. A spontaneous gi bleed as a result of a mallory weiss tear is reported to have occurred approximately 7 months following index procedure. It is reported that event lead to a hemodynamic compromise. A prbc transfusion of 1 unit was required. The pt was hospitalized for 2 days. Investigator has indicated that event was not related to study stent. Pt was taking aspirin and clopidogrel prior to the event. It was reported that pt recovered with treatment. Investigator indicated that there was no relationship to the study device.

Manufacturer narrative:
(B) (4). Results: gi bleed.